Event description:
Per the or staff, surgeon was attempting to use covidien ligasure blunt tip laparoscopic sealer/divider (5mm-37cm, ref (B)(4), lot # 72960304x) but the handle opening mechanism would not open. Surgeon was unable to open the device using the handle. The device was replaced with another covidien ligasure blunt tip laparoscopic sealer/divider which worked without incident.